Event description:
One patient sample with discrepant glucose results. Initial results 0.77 g/l. Same sample repeated using different method, gave result of 4.89 g/l. If additional information is received, appropriate notification will be provided.